Event description:
Reporter alleged, the customer obtained discrepant blood glucose results of 200 mg/dl back to back with a result of 100 mg/dl when testing was performed within 10 minutes on the advantage system. No actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.